Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) broke during insertion in the eye. The iol was removed and the procedure was completed with a back-up iol. There was no patient harm reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow directions for use, as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in two (2) segments in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The complainant states the use of company product as a viscoelastic which is not qualified to be used with the associated company iol model. There have been no other complaints for this lot. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).